Event description:
"In approximately 2005," "pelvic mesh products" were implanted to treat for "pelvic organ prolapse and stress urinary incontinence." The mesh device was not specified. Plaintiff's attorney has alleged that, "as a result of the implantation, plaintiff suffered serious bodily injuries, including pain, discomfort, pressure, difficulty voiding urine, continued incontinence, discharge, scarring, infection, odor, and bleeding. Plaintiff has experienced significant mental and physical pain and suffering and she has sustained permanent injury."

Manufacturer narrative:
The device implanted in this patient was not specified. Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.